Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving 13 mg/ml bupivacaine at a dose of 6.175 mg/day and 12 mcg/ml prialt at a dose of 5.7 mcg/day via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred and the patient did not recently have an MRI. The pump status and/or event log reported a motor stall occurred, stopped pump period may exceed tube set, and multiple motor stalls and recoveries. Motor stalls were reported on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. A motor stall recovery occurred on (B)(6) 2016. The stopped pump period may exceed tube set message occurred on (B)(6) 2016 and (B)(6) 2016. There were no symptoms reported. On (B)(6) 2016, the pump would be replaced on (B)(6) 2016. On (B)(6) 2016, additional information was received from the representative. The pump was explanted and replaced on (B)(6) 2016. The patient was having motor stalls for an unknown reason and was not exposed to strong magnet and had not had an MRI recently. There were no environmental, external, or patient factors. The pump logs were read to confirm the motor stalls. The pump logs showed a stall on (B)(6) 2016 at 21:49 and recovery on (B)(6) 2016 at 20:10. The patient was in rehabilitation, but with no mris. There was a stall on (B)(6) 2016 at 15:40, tube set on (B)(6) 2016, recovery on (B)(6) 2016 at 18:01, stall on (B)(6) 2016 at 22:11, tube set on (B)(6) 2016 at 22:11, recovery on (B)(6) 2016 at 21:08, stall on (B)(6) 2016 at 1:12, and tube set on (B)(6) 2016 at 1:12. The estimated elective replacement indicator (eri) was at 24 months. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.